Event description:
User experiencing an on-going issue with discrepant creatinine results. Customer had a high creatinine result for one patient sample. Initial result 1.3, repeat 0.7 mg per dl. The repeat result was reported, patient was not affected.

Manufacturer narrative:
The field service representative was unable to determine the cause. He ran precision tests which were within specification to verify analyzer operation.